Event description:
Per the clinic, the device was explanted in (B)(6) 2024 (specific date not reported) due to unspecified reasons. Additional information has been requested but has not been made available as of the date of this report.